Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure due to the infected implant site. No further information was obtained despite multiple good faith efforts. Additional information was received that the patient was administered doxycycline for 10 days and at 3 weeks infection has cleared. On the 3-month follow-up it was discovered and the patient reported pain at the pocket site, scabbing, soreness, drainage and small opening at the inferior portion of the pocket site. The patient was placed for another round of doxycycline for 10 days. A few days after the patient was sent to the emergency room and the patients ipg was explanted the day after. The implant procedure did not contribute to the infection; the cause of the infection remains unknown. The explanted device will not be returned.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure to the infected implant site. No further information was obtained despite multiple good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.